Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A video was provided. The cataract removal was shown and completed at 5:09 minutes. The cartridge preparation was not shown. The cartridge was brought into view at 8:33 minutes. There appeared to be ovd just past the loading area. A yellow lens model is brought into view held by loading forceps. The lens is loaded. The lens was pushed to the depth of the forceps in the cartridge. The cartridge was removed from view. The cartridge tip was inserted into the incision and the lens was rapidly advanced into the eye. As the lens unfolds it was observed to be a multifocal optic. A linear material was observed on the left side of the posterior optic surface. The lens was rotated into position. The material was removed with the I/a tip and an instrument. There appeared to be lens damage after the material was removed. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, streak-like foreign material found on back surface of optic and completed by removing the foreign material with the forceps. The iol was replaced with another lens during the initial procedure. Additional information was requested.

Manufacturer narrative:
The used cartridge was not returned. A video was provided. The lens and cartridge preparation were not shown. A video was provided. The cartridge preparation was not shown. The cartridge was brought into view. There appeared to be viscoelastic added to just past the loading area (inadequate). A yellow lens model was loaded and pushed to the depth of the forceps in the cartridge. The cartridge tip was inserted into the incision and the lens was rapidly advanced into the eye. As the lens unfolds it was observed to be a multifocal optic. A linear material was observed on the left side of the posterior optic surface. The lens was rotated into position. The material was removed with the irrigation/aspiration (I/a) tip and an instrument. There appeared to be lens damage after the material was removed. The lens remained implanted. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. The nature and origin of the material cannot be determined from the video. Based on review of the video there did not appear to be adequate viscoelastic placed in the cartridge. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscoelastic devices (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).